Manufacturer narrative:
The device being at end of life and being replaced by the customer was not evaluated. There are no patient event files to review. The procedure was a scheduled, elective cardioversion and the patient was successfully treated with another defibrillator. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed since it was being replaced. The device being at end-of-life is being replaced and will not be evaluated by philips per customer request. The investigation concludes that no further action is required at this time. H3 other text : device will not be evaluated by philips per customer request.

Event description:
It was reported that, during a programmed service, the defibrillator did not shock the patient in synchronized cardioversion mode. The department then changed the defibrillator and was able to shock. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Event description:
It was reported that, during a programmed service, the defibrillator did not shock the patient in synchronized cardioversion mode. The department then changed the defibrillator and was able to shock. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.